Event description:
It was reported that the device was returned for repair after it was dropped. The device was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the ring and side bail covers were broken, the lead flex cover was corroded, the battery contacts were compressed and the keyboard was scratched. (B)(4).